Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the x on (B)(6) 2012, (B)(6) 2012, and (B)(6) 2013 to the upper abdomen using legacy coolcore (v0632011146006) and the lower abdomen using legacy coolmax (no sn provided) who developed paradoxical hyperplasia (pah/ph) along the costal margin and above the umbilicus (onset (B)(6) 2013) and was diagnosed on (B)(6) 2013. Upm not provided.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the x on (B)(6) 2012, and on (B)(6) 2013 to the upper abdomen using legacy coolcore (v0632011146006) and the lower abdomen using legacy coolmax (no sn provided) who developed paradoxical hyperplasia (pah / ph) along the costal margin and above the umbilicus (onset on (B)(6) 2013) and was diagnosed on (B)(6) 2013. Upm not provided.